Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had elevated lactate dehydrogenase levels and power readings. A pump exchange was performed on (B)(6) 2015 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The report of elevated ldh and suspected thrombus was confirmed based on the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition appeared to have evidence of denaturing and the contact marks on the outlet bearing cup and outlet cone section of the rotor, suggest that the deposition was present while the pump was operating. Examination of the remaining blood-contacting surfaces revealed no depositions. The deposition found in the outlet stator would have contributed to the reported elevation in ldh. The deposition would have also created additional resistance on the spinning rotor, potentially contributing to the reported elevated power readings. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.